Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, and severe aorta hugger for a mitraclip procedure. A mitraclip xtw was implanted, however there was uncertainty about the leaflet insertion of the posterior leaflet. A second mitraclip was attempted to stabilize the initial clip. While maneuvering the second clip in place, on the lateral side of the first implanted clip, a slight change in the orientation of the first clip was noticed after interaction of the second clip with the first clip. The second clip was inverted and retracted into the la and attempted to be placed with a more optimal trajectory. There was an additional interaction between the first clip and the second clip. A single leaflet detachment (slda) was identified as the first clip detached from the posterior leaflet. The clip remained stable on the anterior leaflet. The second clip was implanted successfully. A third mitraclip was implanted to further reduce mr. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions (inadvertent interaction during clip positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.